Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was being used as a temporary internal jugular pacing lead following open heart surgery. During recovery the patient pulled the lead out of their neck, which resulted in the patient experiencing bradycardia. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.